Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage. The patient underwent an ipg replacement and lead addition procedure. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.